Event description:
The complaint is reported as: "by medical order it was necessary to insert the right radial arterial line, at the time of preparing the supplies and checking the device it was found that the metal guide was fractured." The issue was detected prior to patient use. The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "by medical order it was necessary to insert the right radial arterial line, at the time of preparing the supplies and checking the device it was found that the metal guide was fractured." The issue was detected prior to patient use. The device was replaced.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The image shows one unopened sac kit with a noticeable kink in the guide wire. The customer returned one unopened arterial kit for analysis. No definite signs of use were observed. The kit was opened to better analyze the components. Visual analysis revealed that the guide wire contained was kinked in two locations. Creases were observed on the protective tubing in the same locations as the kinks on the guide wire. The guide wire was kinked in the same areas where the outside packaging of the sac was also noted to have folds/creases. The lidstock clearly states "do not bend." The damage observed is consistent with defects related to storage and shipping. No other defects or anomalies were observed. The distal and proximal welds were intact. The kinks in the guide wire measured at 40mm and 152mm from the distal tip. The guide wire total length measured 350mm, which is within the specification limits of 345mm - 355mm per the guide wire graphic. The guide wire outer diameter measured 0.523mm, whi ch is within the specification limits of 0.508mm - 0.533mm per the guide wire graphic. The guide wire was passed through the returned 20 ga introducer needle. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The guide wire was able to pass completely through with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were attached. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if pac kage has been previously opened or damaged." The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained two distinctive kinks near the same locations as the bends and creases on the protective tubing and the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.